Event description:
The customer reported the battery module is defective. There was no patient involvement.

Manufacturer narrative:
(B)(4): a philips field service engineer (fse) evaluated the device, and confirmed the reported symptom. The age of the battery is unknown. The battery module was replaced to resolve the issue. The device then passed all required testing and the device remains at the customer site for use. Philips concluded that this was a malfunction of the battery module.